Manufacturer narrative:
The reported complaint of "the quattro catheter (lot # 93275) leak" was confirmed during the functional testing of the returned catheter. A pinhole leak was observed at the proximal end of the distal balloon. The probable root cause for the reported complaint could be due to a latent material defect. Upon visual inspection, no physical damage was observed. Noticed dried blood residue on the balloons and in/out luered tubing's. During functional testing, all lumens were flushed without resistance, except the in/out port due to the clogged blood. The catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a pinhole leak was observed at the proximal end of the distal balloon. It is unlikely that the defective catheter was shipped. During manufacturing all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint and there were two similar complaint reported for the quattro catheter with lot # 93275. Ccr (B)(4) was reported on (B)(6) 2019 and ccr (B)(4) was reported on (B)(6) 2019 and both the catheters had pinhole leak.

Event description:
During patient treatment, the user observed blood in the saline bag and in the suk air trap. Suspecting quattro catheter (lot # 93275) leak. The dwell time of the catheter was four days and the issue was noticed during the maintenance phase of the ivtm treatment. No known impact or consequence to patient information was provided.